Event description:
The patient reportedly was unable to hear sound while using sound processors. The patient was seen at the implant center for device evaluation. Testing conducted confirmed that the device was no longer functioning.